Event description:
It was reported that the device dislodged. The device was successfully retrieved and explanted. The device was replaced. The patient was stable and there were no adverse consequences.